Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error and black screen; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also confirmed the printer drawer was broken. The stylus cable was found damaged but functional and the latch tabs on power cord bay were stressed. (B)(4)

Event description:
It was reported there was a programmer error message and black screen. Followup indicates the programmer could not get to the main screen. It was also reported the programmer paper door is broken. The programmer was returned for repair. There was no patient involvement.